Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that the pacemaker exhibited failure to function when the set screw was turned after it was plugged in during the implant procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker to be implanted exhibited failure to function. The pacemaker was replaced during the same procedure on (B)(6) 2021. Patient was stable.